Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the handpiece ran on it's own. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the handpiece ran on its own. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no additional failures were confirmed. The device is not repairable and will not be returned to the user facility.